Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted loose blue pull ring cap in un-opened pouch. Functional testing including leak testing, clear passage test and clamp function test were performed with no issues noted. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring was separated from the transfer set of a minicap transfer set. There was no patient involvement. No additional information is available.